Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the rpms were out of specification and erratic and the device ran without the throttle lever being pressed; however, the repair was not completed because the customer declined the aged repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repair. There was no patient involvement. During device evaluation, it was discovered that the rpms were out of specification and erratic. Due diligence is complete, no further information is available.